Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was pt was wanting to meet with a rep to reprogram their ins programming because they hardly used it and it needed to be reset since the rep had programming set where the intensity was real low then it would go high then stop then it would be low for minute then it would go to a sharp sensation. It was not continuous (agent understood pt was talking about cycling). The intensity would be real sharp where it was intense and then it was low. When agent asked for event date, they said it was last time they reprogrammed the ins was when they noticed it. The patient was redirected to their healthcare provider to further address the issue.